Event description:
Device issue: none. Adverse event: perforation/cardiac tamponade. Onset of adverse event: during the procedure. It was reported that during a conversation with the physician, he reported a product experience from 2009 with an unknown pilot 50 guide wire: the guide wire was being used to open a chronic total occlusion (cto) in the circumflex. It was possible to push the guide wire through the occlusion but a perforation occurred and the patient experienced cardiac tamponade. No more details are available. There was no reported treatment. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified. A follow-up will be submitted with any relevant information.